Event description:
It was further reported that the guiding catheter used in the procedure was a mach1 7fr cls3.5 catheter which was also used to complete the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified kinks at various locations along the hypotube. The corewire was also kinked approximately 7cm from the hypotube bond. This type of damage is consistent with excessive force applied to the device during handling/use. A visual and microscopic examination observed no damage to the tip, balloon, or blades. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a lifted blade was noted. The 75% stenosed lesion was located in a moderately tortuous and calcified right coronary artery. There was severe resistance met when the physician advanced the flextome cb monorail 10/3.75 balloon inside of the guiding catheter. It was noted that it was possible that the blade of the device was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).